Event description:
On (B)(6) 2022, a patient in greece underwent a nj placement. During the nj placement the patient experienced bradycardia with a pulse rate <40 bpm. The gastroenterologist requested labs, cardiac and nephrological checks. Patient remained in the hospital. Duodopa treatment was placed on hold until after further testing. Upon multiple follow ups, no additional information regarding treatment, reason for hospitalization, concomitant medications or renal failure history was provided. Therefore, out of abundance of caution, this event is being reported conservatively.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.